Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator gave a patient disconnect error message during ventilation. The circuit was checked and then changed but the same issue occurred again. The ventilator was swapped out with another one. The replacement ventilator functioned well with the same circuit. There was no patient harm. (B)(4).

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Our investigations into this complaint have been concluded. No parts replaced therefore our investigation is based on our field service engineer (fse) findings and the ventilator log evaluation. Our fse found the ventilator functioning normally and no parts were replaced. Evaluation of the ventilator logs for the date of event shows that alarms for patient circuit disconnected were generated. The log also shows that alarms for; respiratory rate high, pressure delivery restricted, peep (postive end expiratory pressure) low and etco2 low, were generated in connection to the patient circuit disconnected alarms. All the alarms together indicate a large leakage or that the ventilator settings for the patient not are adequate. The last pre-use check prior to usage was performed on 2018-06-07. There are no technical error codes in the logs and there is nothing in the logs which would indicate a ventilator malfunction at the time. Our conclusion is that there was no ventilator malfunction at the time of event based on that no faults were found during the on-site investigation. The cause of the patient circuit disconnect alarms cannot be determined.getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).